Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he has been experiencing ineffective stimulation since a week or so after implant. Subsequently, the pt is considering having his scs system explanted and has consulted with the physician regarding injections to help manage his pain.